Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with information on best practices for battery management, and the caller was advised to monitor the system and contact support again if the issue recurred.